Manufacturer narrative:
H.6. Investigation: a retention sample of the complaint batch was evaluated along with a control batch. Returns were received on 3/12/2020, but based on the decision to recall the return sample was not evaluated. Testing was completed per qc standard test method.  Although testing did not confirm an excessive amount of artifact, a review of the most recent complaint data indicates a trend in confirmed complaints for artifact, therefore complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA# (B)(4) was initiated.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact lead to false positive grams stains being reported. The following information was provided by the initial reporter: ¿customer reports gram positive cocci looking artifact in 212525 lot 9352484." "4 patients took antibiotics due to corrected reports. Following up for change to treatment information including antibiotics taken, dosage, and duration." 4 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact lead to false positive grams stains being reported. The following information was provided by the initial reporter: ¿customer reports gram positive cocci looking artifact in 212525 lot 9352484." "4 patients took antibiotics due to corrected reports. Following up for change to treatment information including antibiotics taken, dosage, and duration." 4 occurrences were reported.